Manufacturer narrative:
The investigation has been completed and one of the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, the customer stated their blood glucose (bg) level was elevated in the morning (300 mg/dl). The customer changed their infusion set site and delivered a bolus via the pump to address bg level. Reportedly, the customer's bg level lowered to 71 (mg/dl) at the time of the call. Reportedly the customer will continue to use the pump until the replacement pump is received.